Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The control board was recommended for replacement to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
From china aer database: it was reported that during patient use the unit made an alarm and then was discovered to have shutdown. The patient was manually ventilated while the anesthesia unit was restarted. There was no report of patient injury.